Event description:
The center reported that the patient reportedly experienced intermittencies and sound quality issues with her device. Testing performed by the center showed that the device was functioning. A decision was made to explant the patient's device. Surgery to explant the patient's device will be scheduled.